Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe when pulling the medicine, the body of the syringe was cracked, thus causing the medication to leak through the sides.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The samples sent by the customer were verified and it was possible observe barrel damaged at 3 sample, which caused the aspiration difficult and leakage during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0, 65%. The batch involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that during use of the bd solomed¿ syringe when pulling the medicine, the body of the syringe was cracked, thus causing the medication to leak through the sides.